Event description:
Dexcom was made aware on 11/03/2024, that on (B)(6) 2024, the patient experienced a skin reaction via web self-service. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a skin reaction with an infection which occurred 5 days after the sensor had been inserted in the arm. The patient developed redness, swelling, cellulitis, an abscess, and induration at the g7 needle puncture site. Prior to sensor insertion the patient used sterile techniques to prep the skin. The patient confirmed he did not use the overlay patch. A voluntary MDR/medwatch report was received on (B)(6) 2024, it was clarified that on an unspecified date, the patient went to the emergency room and had an x-ray and ultrasound which showed a large abscess at the left arm sensor insertion site. The patient was prescribed three different courses of oral antibiotic medications (bactrim, doxycycline, and amoxicillin; unspecified dosage). The patient started the course of antibiotic treatment on (B)(6) 2024, and stated the amoxicillin finally controlled the cellulitis and eventually the abscess resolved, but "over 4 weeks later" the patient developed an indurated nodule at the insertion site. Although the patient reported he provided several photos documenting the rapid progression of the infection (about 3-4 days after insertion); however, no photos were attached to the report. At the time of the maude report (B)(6) 2024, the patient stated he still had increasing redness and pain in the area and mentioned that he would consult an infectious disease specialist. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Voluntary MDR/medwatch report number mw5162240. H6 codes: health effect - clinical code - e1803 nodule.

Event description:
Subsequent to the initial MDR, additional information was received on 01/28/2025. It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6)2024. Medical safety team (mst) spoke to the patient who is also a physician. The physician indicated the infection was caused by a retained sensor wire and was not an adhesive skin reaction. He inserted the sensor late (B)(6) 2024 in the left arm according to instructions for use. Around three to four days after insertion the area was tender, and he had a palpable mass. He removed the sensor and threw it away. He did not inspect the sensor pod closely for presence of the sensor wire but thought he did not see it on the pod upon removal, and the puncture site surface under the pod did not have any redness in the shape of the adhesive. Within 24 hours the size of the mass had increased, and he had cellulitis around the area. The redness extended 3-4 inches above and below the puncture site, up to the deltoid and down to the elbow on the dorsal side. He went to the emergency room where a diagnostic x-ray and ultrasound revealed a localized 1-2 cm subdermal mass, but no sensor wire was visible with imaging. Due to his diabetes (type I latent auto-immune), he declined an (incision and drainage) and opted for treatment with oral antibiotics for 10 days instead. The antibiotics received during this period included: (vibramycin/ doxycycline; amoxicillin, and septra). The infection took a month to resolve. Although he can feel the spot where the infection occurred, it is much smaller now, it is not painful, and the skin has healed. During the call with the mst, the patient (who is also a physician) did not think he experienced a puncture site infection, he believed the issue at the puncture site was due to a retained sensor wire. He stated he did not have any sensitivity to the sensor adhesive. The issue at the site has been resolved/healed. He provided 2 photos which were taken shortly after the infection started. They showed the left arm had inflammation and redness extending from the elbow to below the deltoid. The photos confirmed the infection occurred. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). A4 weight - additional information. A4 weight units - additional information. B1 adverse event and/or product problem - additional information. B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: medical device problem code/ remove adverse event without identified device or use problem FDA code 2993 - correction/additional information. H6 codes: health effect - impact code/ remove serious injury/ illness/ impairment FDA code: 4614 - correction/additional information. H6 codes: health effect - clinical code - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H10: corrected data.